Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotalink burr catheter for this complaint device with the rotawire for the related complaint; however, the rotalink advancer for this complaint was not returned for analysis. The rotawire was fractured. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10156. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. However, as the burr speed was tested outside the patient's body, the rotawire became fractured. The procedure was completed with another device. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2017-10156. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. However, as the burr speed was tested outside the patient's body, the rotawire became fractured. The procedure was completed with another device. No patient complications were reported and the patient¿s condition was good.